Event description:
It was reported that this left ventricular lead exhibited an acute rise in pacing impedance measurements to a high, out-of-range value. Measurements remain out of range. The patient was seen in the clinic and loss of capture in all lv vectors was confirmed. The caller noted that a lead fracture was suspected. No adverse patient effects were reported. Evidence suggests this lead remains in service.